Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that she went to prime her tubing and when she released her finger from the act button the insulin continued to drip. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.